Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that the patient had developed a rash under the back therapy electrode pads. The skin was described as red and with open sores developing. The patient was given a prescription by her doctor which helped clear the rash up.